Event description:
As reported to coloplast though not verified, the pt was implanted with coloplast pelvic mesh product. Later the pt experienced pain, dyspareunia, and urinary problems. Add'l surgery was performed on (B)(6) 2010.

Manufacturer narrative:
Although a coloplast device was cited in this report, a product name or item number was not provided. Additionally, coloplast has not been provided any corroborating evidence to verify the info contained in this report.